Event description:
It was reported that, "cable was not being tensioned during usage of double sided tensioner. Kept slipping and so no use to surgeon. There are 2 in the set so case still okay."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted on the supplemental report.